Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing on the rv lead was observed. Programming changes were made. The lead remains implanted and the patient condition is stable.